Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated result on multiple assays generated on the alinity c processing module for multiple patients. The results were not released out of the lab. The samples were repeated on another alinity c processing module and lower results were obtained. The following data was provided: customer¿s normal ranges: potassium: 3.1 to 5.1 mmol/l, chloride: 98 to 107 mmol/l, calcium: 8.5 to 10.5 mg/dl, glucose: 70 to 99 mg/dl, total bilirubin: 0.2 to 1.2 mg/dl, magnesium: 1.5 to 2.5 mg/dl, patient 1 sid (B)(6) : chloride initial result = 145 mmol/l; repeat result = 101 mmol/l, potassium initial result = 6.5 mmol/l; repeat result = 3.8 mmol/l, glucose initial result = 164 mg/dl; repeat result = 78 mg/dl, total bilirubin initial result = 1.4 mg/dl; repeat result = 0.5 mg/dl. Patient 2 sid (B)(6) : potassium initial result = 7.8 mmol/l; repeat result = 3.7 mmol/l, calcium initial result = 17.1 mg/dl; repeat result = 7.6 mg/dl. Patient 3 sid (B)(6) : calcium initial result = 16.2 mg/dl; repeat result = 6.4 mg/dl. Patient 4 sid (B)(6) : potassium initial result = 9.6 mmol/l; repeat result = 3.7 mmol/l, calcium initial result = 23.4 mg/dl; repeat result = 7.9 mg/dl. Patient 5 sid (B)(6) : potassium initial result = 9.1 mmol/l; repeat result = 3.6 mmol/l, glucose initial result = 245 mg/dl; repeat result = 89 mg/dl. Patient 6 sid (B)(6) : calcium initial result = 14.0 mg/dl; repeat result = 7.6 mg/dl , there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined that the peristaltic head tubing the likely cause of the result issues. The fsr replaced the part, and the issue was resolved. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the peristaltic head tubing did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the peristaltic head tubing was identified.

Event description:
The customer observed falsely elevated result on multiple assays generated on the alinity c processing module for multiple patients. The results were not released out of the lab. The samples were repeated on another alinity c processing module and lower results were obtained. The following data was provided: customer¿s normal ranges: potassium: 3.1 to 5.1 mmol/l chloride: 98 to 107 mmol/l calcium: 8.5 to 10.5 mg/dl glucose: 70 to 99 mg/dl total bilirubin: 0.2 to 1.2 mg/dl magnesium: 1.5 to 2.5 mg/dl patient 1 sid (B)(6): chloride initial result = 145 mmol/l; repeat result = 101 mmol/l potassium initial result = 6.5 mmol/l; repeat result = 3.8 mmol/l glucose initial result = 164 mg/dl; repeat result = 78 mg/dl total bilirubin initial result = 1.4 mg/dl; repeat result = 0.5 mg/dl patient 2 sid (B)(6): potassium initial result = 7.8 mmol/l; repeat result = 3.7 mmol/l calcium initial result = 17.1 mg/dl; repeat result = 7.6 mg/dl patient 3 sid (B)(6): calcium initial result = 16.2 mg/dl; repeat result = 6.4 mg/dl patient 4 sid (B)(6): potassium initial result = 9.6 mmol/l; repeat result = 3.7 mmol/l calcium initial result = 23.4 mg/dl; repeat result = 7.9 mg/dl patient 5 sid (B)(6): potassium initial result = 9.1 mmol/l; repeat result = 3.6 mmol/l glucose initial result = 245 mg/dl; repeat result = 89 mg/dl patient 6 sid (B)(6): calcium initial result = 14.0 mg/dl; repeat result = 7.6 mg/dl there was no impact to patient management reported.